Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the reed switch, designator sw5. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device did not power on when the lid was opened. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. Not returned to manufacturer.

Event description:
The customer contacted stryker to report that their device did not power on when the lid was opened. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.